Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc on (B)(6) 2008 to treat her stress urinary incontinence. Plaintiff's attorney alleged plaintiff suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue, permanent injury and other serious injuries.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.